Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a ¿no power¿ issue. The customer also alleged that the battery compartment was cracked and there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: no evidence of moisture observed behind the display lens. Battery compartment is cracked below the bumper pad. Battery cap was not returned. The audio bolus button cover is missing on the pump. Test battery cap is able to fully attach to the pump & power it on. Pump was exercised for 24 hrs with test battery cap; no power on resets were duplicated.. Leak test fails with battery compartment leak & bolus button leak. Removed pump cover; internal moisture was found on the pcb and internal components.